Event description:
The user received questionable results for one patient sample on the integra 400 plus. Of the data provided, the glucose result was discrepant. The original result was 200 mg/dl and repeat result was 107 mg/dl twice. The patient was not affected as the original result was not reported outside the laboratory. The glucose reagent lot number was 61943801. The field service representative determined there was a defective tubing flare in the transfer head tubing for the probe wash, a nearly broken wire in the dosage syringe initialization light barrier and a leaking wash station. He replaced the transfer head tubing and cables, dosage syringe initialization light barrier and the wash station. To verify the analyzer operation, he ran mechanism checks, performance tests, precision testing and quality control. In addition, the field application specialist checked that the analyzer settings and preanalytics were all within specification. She verified the analyzer performance by running precision testing with all results within specifications.